Manufacturer narrative:
Investigation ¿ evaluation. It was reported that when the tether was being removed from a stent from a filiform double pigtail ureteral stent set and the stent broke. The tether was being removed prior to placement. A new stent was opened and used to completed the intended procedure. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one open package containing a filiform double pigtail ureteral stent set for investigation. Visual examination confirmed the stent, positioner and wire guide were returned. The stent was returned in two segments. The distal segment was 23.6 cm long from the distal coil to point of separation. Width of the coil measured 18mm. Proximal coil separated 6mm from the base of the coil, width of coil measured 16 mm. Separation point was straight and occurred at a side port. Point of separation had mating fractures. The combined length of both segments measured approximately 24.1cm between coils indicating no missing pieces. The entire stent appeared to have been returned. The tether has been removed from the stent with only a piece of the suture measuring 5.5cm returned. Both stent segments were wired with the returned wire guide confirming the remaining tether was not inside the stent material. At the point of separation there is a crack or tear in the material located adjacent to the sideport. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the report that the customer was attempting to pull the tether from the stent when it separated the cause has been attributed to an unintended user error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 12mar2020: the tether was being removed prior to placement of the device.

Manufacturer narrative:
Occupation: other non-healthcare professional: senior purchasing agent. PMA/510k # preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, the tether of a filiform double pigtail ureteral stent was being removed and the stent broke. Another same stent was opened and used to complete the procedure. No known adverse effects to the patient were reported at this time due to this occurrence. Additional patient and event information has been requested. A follow up report will be submitted if additional details are received.